Event description:
It was reported that the patients spinal cord stimulation system was explanted due to no pain relief. No further information available.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several days ago from the date the manufacturer was made aware. D6b: explant date: 2024 additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50 , serial: (B)(6), batch: 7034619, UDI: (B)(4).